Manufacturer narrative:
Age at time of event: unknown; date of birth: unknown; patient weight: unknown; ethnicity and race: unknown. (B)(4). A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson has been submitted.

Event description:
It was reported that there was a vacuum loss following placement of suction ring on male patient with small orbital fissures. Surgeon attempted two more times with placement of suction ring followed by successful docking to the catalyst. During catalyst procedure, following the capsulotomy and 7 seconds into the fragmentation pattern, vacuum loss occurred secondary to patient movement and/or anatomy. Following surgeon elected to proceed with standard cataract procedure and completed the cataract removal and intraocular lens (iol) insertion. Reportedly surgeon stated that he had inserted the phaco probe too deep and broke the posterior capsular bag, however completing the iol placement and procedure. The procedure was competed without concern. Field service analyst discussed catalyst settings and docking reminders with surgeon.